Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/24/2015. The fse found a leal at the tubing through pinch valve pv43. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a leak from the needle assembly of the coulter lh 500 hematology analyzer while running samples. The volume of the leak was about 250 ml and was not contained within the instrument. The customer powered off the unit. The customer was wearing personal protective equipment (ppe) consisting of gloves, laboratory coat and goggles at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.